Event description:
The pump was returned for investigation. Investigation revealed a display failure and contamination under key contacts. This report is made based on results of investigation completed on 01/07/2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: during investigation, the display screen was dim and discolored. Additionally, evidence of contamination was found under all key contacts. The contrast button had been intermittently unresponsive during testing; which has no effect on insulin delivery function. (B)(4).